Event description:
It was reported that the pulse generator was in backup vvi mode when the patient presented to the clinic. A device status report showed multiple bits flipped in the product code. A user download was unsuccessful. The patient was pacemaker dependent.

Manufacturer narrative:
No medwatch form was received.